Event description:
The patient's daughter phone homedics on (B)(6) 2013 to report her mother's unit (B)(4) was reading lower than her doctor's. At the time of that call, she reported that she had taken her (B)(4) to a doctor appointment, but there was no confirmation this (B)(4) gave a faulty reading in the presence of the doctor. However, homedics received a letter from the patient on (B)(6) 2013 in which she writes, "after a check-up with my primary doctor after a hospital stay for a stroke, my primary doctor tested my blood pressure monitor several times and insisted it was not accurate." The date of this visit was not provided, and it is unclear if these inaccurate readings were related to the systolic readings, the diastolic readings or both. MFR #3005442893-2013-00097.